Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. It was reported that the oad was operated in close proximity to the tip of the guide wire intentionally in order to treat the lesion, which resulted in the tip of the guide wire becoming detached. The wire fragment was removed from the patient with a snare, and the patient was stable following the procedure.